Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed weak signal, lost sensor and low suspend alarms. The blood glucose readings were in the 300 and 400 mg/dl range. The customer noted that the insulin pump would suspend insulin delivery due to inaccurate sensor glucose readings. The blood glucose reading was 95 mg/dl, compared with the sensor glucose reading of 55 mg/dl. She also noted that she had a low blood glucose reading of 46 mg/dl, which she did not feel. She also observed kinked infusion set cannulas on occasion when she inserted them into the abdomen area. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-08872.